Manufacturer narrative:
(B)(4) - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2003, (B)(6) 2004, and (B)(6) 2004, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: dense adhesions, recurrence, removal of infected mesh, bowel resection, bowel obstruction, abscess, drainage, and pain and suffering. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: laparoscopy, lysis of adhesions and large mesh hernia repair dual, lumen and goretex mesh. Implant: ¿goretex¿ [ni] implant date: (B)(6) 2002 (hospitalization (B)(6) 2002). (B)(6) 2002: (B)(6) , md. Operative report. Diagnosis: large 20 x20 incisional hernia with severe adhesions. Patient had a laparoscopy, lysis of adhesions and large mesh hernia repair dual, lumen and goretex mesh. Procedure: ¿with informed consent, the patient was taken down to the operating room. She was placed in supine position on the operating table. General anesthesia was induced. A foley catheter was placed. The abdomen was prepped and draped in the standard fashion. An incision was made just below the xiphoid and carried down the fascia. The fascia was divided and lateral stay sutures were placed bluntly. Under direct vision the hann catheter was passed and air was insufflated. Two 5 trocars were placed in left upper and left lower quadrant. Apparently extensive lysis of adhesions removing small bowel from the anterior abdominal wall was performed. The bowel was carefully inspected. There was no evidence of any bowel injury. The patient had about a 20 x 20 am defect. A large mesh was numbered. Sutures were placed in 4 corners and placed in the abdominal wall through the inferior epigastric incision. Using the snodgrass procedure the four quadrants, the sutures were pulled through and tied. Using a probe tacker circumferentially, the mesh was secured to the anterior abdominal wall. Bowel was carefully inspected. There was no evidence of any bowel leaks or bowel soakedness of the abdomen. All trocars were removed. Fascia was closed with #1 nurolon. The skin closed with 3-0 vicryl and steri-strips. She tolerated the procedure well with no complications.¿ product identification records for the alleged gore device were not provided. Relevant medical information: (B)(6) 2003: (B)(6) , md. Operative report. Procedure: open roux-en-y gastric bypass. Repair of ventral hernia. Preoperative diagnosis: morbid obesity. Ventral hernia. Postoperative diagnosis: same. Anesthesia: general. Indications: (B)(6) is a 45-year-old young lady who is morbidly obese with a body mass index of 53. She has also had multiple ventral hernia repairs performed by dr. Cook and has recurrent upper and lower midline hernias. She presents today for open roux-en-y gastric bypass and repair of her ventral hernia. Technique: after identifying the patient, she was taken to the operating site, placed in the supine position on the operating table. After induction of general anesthetic and endotracheal intubation the patient's anterior abdomen was prepped with sterile betadine and draped in the usual fashion. A midline skin incision was made from the xiphoid process to a few cm. Above the umbilicus. Subcutaneous fat was dissected down to the level of the rectus fascia. In the center of the upper midline, there were multiple small pockets of ventral hernia which were incised, opening the midline of the abdomen. The falciform ligament was divided between 2-0 silk ties. There were dense adhesions to the anterior abdominal wall of the omentum, which were dissected sharply. Palpation of the abdominal wall in the low midline revealed another large hernia containing small bowel just above the pubis. Given the need to open the entirety of the abdomen and the fact that we could not repair this with mesh due to the contamination of bile during the gastric bypass, I did not feel repairing this hernia was clinically indicated at this time. I discussed this preoperatively with the patient, and we felt that a primary repair would have been excessively high recurrence, risk. I therefore decided to address this easier hernia at a later date. The left lateral segment of the liver was then mobilized and retracted medially. The esophagus was circumferentially dissected at the ge junction and a penrose drain placed around it. The lesser sac was entered on the lesser curvature side of the stomach with electrocautery. A 32 french bougie was passed through the ge junction to the very proximal stomach to maintain patency of the ge junction during the creation of the pouch. A 20 cc lesser curvature-based pouch was created with successive firings of the linear stapler. Prior to completing the pouch, a distal gastrostomy was made and an anvil of a 21 mm. Circular stapler was passed into the pouch and brought out the anterior wall of the pouch. The distal gastrostomy was then closed using a running 2-0 silk suture. Attention was then turned to creation of the roux limb. The ligament of treitz was identified, the base of the transverse colon mesentery. The jejunum was divided 3 cm. Distal to the ligament of treitz using a linear stapler. The mesenteric defect was extended with the vascular linear stapler. A 100 cm. Roux limb was measured and marked. A side-to-side jejunojejunostomy was performed with the linear stapler and the enterotomy defect closed using running 2-0 silk suture. The mesenteric defect was then closed using a running 2-0 silk suture as well. A defect was created in the transverse colon mesentery just to the left and anterior to the ligament of treitz. The tip of the roux limb was passed in retrocolic-retrogastric fashion into the lesser sac. The tip of the roux limb was incised with electrocautery. A 21 mm. Circular stapler was passed through the tip of the roux limb and the tip of the stapler brought out the antimesenteric side of the bowel. A circular stapled side-to--side gastrojejunostomy was performed by connecting the anvil to the stapler and firing. The tip of the roux limb was closed and excised with the linear staples. The anastomosis was then circumferentially reinforced using running 3-0 silk suture. The roux limb was clamped distal to the anastomoses. Egd was performed with the anastomosis pouch in the proximal roux limb under saline. The scope passed easily through the ge junction and through the anastomosis. There was no evidence of air bubbles or leakage. The scope was then removed and the roux limb unclamped. The abdomen was profusely irrigated with sterile saline solution. A #15 blake drain was then placed anterior to the anastomosis with the tip underlying the left hemidiaphragm and brought out via the right abdominal wall. Several small hernia sacs were excised and debrided. The rectus fascia was closed using running #2 vicryl sutures. The wound was profusely irrigated with sterile saline solution. The skin edges were closed with surgical staples. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. All sponge, needle and instrument counts were correct. Estimated blood loss was 150 cc.¿ explant procedure: removal of infected gore-tex and marlex mesh, repair of small bowel enterostomies x 2 with small bowel resection x 2 and anastomosis and closure of abdominal wound. Explant date: (B)(6) 2004 (hospitalization (B)(6) 2004). (B)(6) 2004: (B)(6) md. Operative report. Assistant(s): (B)(6), md. Operation performed: removal of infected gore-tex and marlex mesh, repair of small bowel enterostomies x 2 with small bowel resection x 2 and anastomosis and closure of abdominal wound. Findings at operation: the patient had a free-floating infected circular piece of dual mesh, which had been previously affixed with spiral tacking staples. In the lower part of the incision, there was some marlex mesh that had some purulent exudate surrounding the superior and superficial portions of it. There was small bowel adherent to the abdominal wound and to the mesh with enterotomies in 2 portions. Description of procedure: ¿under general endotracheal anesthesia, the patient was prepped and draped in the usual sterile fashion. An incision was made in the abdominal cavity, overlying the infected mesh from the abdominal wound ostium inferiorly. The gore-tex dual mesh was grasped and was removed, removing tacks that were associated with previous fixation of the mesh and with suture material that had previously been used to fix the mesh. After removing the gore-tex mesh, the majority of the marlex mesh was also removed. The 2 small bowel enterostomies were then identified and were resected and repaired with a side to side anastomosis constructed with the gia stapler, using the 2.5 mm staplers and closing the enterotomies where the staples had been passed with a 3.5 mm pi stapler. The mesenteric defects were closed with interrupted sutures of 3-0 silk. The wound was irrigated clear. The skin and subcutaneous tissues were reapproximated with interrupted sutures of 0 vicryl. The fascia was not reapproximated. The subcutaneous tissues were closed with interrupted sutures of 0 vicryl. The skin was packed open. The wound was dressed with plain gauze sponge and paper tape. The patient tolerated the operative procedure without difficulty and left the operating room in satisfactory condition.¿ relevant medical information: (B)(6) 2004: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: abdominal wall abscess. Postoperative diagnosis: abdominal wall abscess. Procedures: drainage of abdominal wall abscess. Complications: none. Findings: included a wound with drainage which underneath had a draining abscess cavity which was successfully drained. Indications for procedure: this is a 45-year-old female who had a proximal gastric bypass back in (B)(6) 2003. We recently removed infected gore-tex and marlex mesh. On (B)(6) 2004, she had a small area of drainage through her granulating wound and on CT scan had an abdominal wall abscess. She presented for elective drainage of this abscess. Description of procedure: ¿after obtaining informed consent, the patient was brought to the operating room where she was laid supine on the operating room table. General anesthesia was induced and endotracheal intubation was obtained. We then prepped and draped the abdomen in standard sterile fashion. We then used electrocautery to go through the area of granulating wound where the drainage was coming from and then used a combination of sharp dissection and electrocautery and entered the abscess cavity at the inferior portion of the wound on the left side of her abdomen. We drained these contents and sent both aerobic and anaerobic cultures and we debrided the inside of the wound cavity a bit more, getting rid of necrotic material. We then packed the wound with saline-soaked gauze. The patient was extubated in the operating room and brought to the pacu in good condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated health effect. Updated investigation finding. Updated type of investigation . Updated investigation conclusions; appropriate code/term not available for ¿withdrawn complaint.¿ this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.